Manufacturer narrative:
Additional information received: customer applied topical cream to secure relief; customer consulted with his family doctor on (B) (6) 2009; product brand, lot number and samples of the device were not returned to manufacturer as of today.

Event description:
After using a lifestyles condom for approximately twenty minutes, this customer developed a rash on his penis. It was informed that although this customer wore the condom for twenty minutes, he never engaged in active sex.